Event description:
Additional information added to file: a surgical delay in excess of 30 minutes was reported, the actual duration of the delay is unknown. The customer also reports the hospital was not able to find the blade after the surgery, therefore it is unknown if the patient retained a foreign body.

Event description:
(B)(6) reported a blade broke during surgery.

Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.